Event description:
The customer reported via phone call that the insulin pump alarmed motor error while he was trying to fill the tubing. Customer's blood glucose level was 253 mg/dl. He was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed motor error during the displacement test due to motor with high current draw. Unable to perform the rewind test, basic occlusion test,occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.